Event description:
Customer called to report the insulin pump alarmed for no delivery when he was changing the reservoir during the manual prime process. Blood glucose reading was 188 mg/dl. The next reservoir from the same set functioned correctly. The alarm was resolved with a reservoir change. Customer was unable to troubleshoot the alarm and would like to return the reservoir for analysis. Advised that the reservoir will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).